Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The ligasure stopped completing the seal cycle. Staff attempted to clean the ligasure. Ligasure still unable to complete the seal cycle. Unknown if alarms were heard, no patient harm or bleeding. A new device was opened to complete the case with no incident. Per the site contact there is no further information available.